Event description:
Event description guidant received information that this device has magnet rate responses of of 80 and 70. This would indicate replacement time. The device has been implanted a little over 16 months.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Technical services advised that the patient see the doctor and have the device checked. The local sales representative has been contacted. No further information available. This event will be reopened should more information be made available. The device was subsequently explanted for normal battery depletion and returned for testing. This product issue will be updated when evaluation is complete.

Event description:
Guidant received information that this device has magnet rate responses of 80 and 70. This would indicate replacement time. The device has been implanted a little over 16 months. ,